Event description:
Lap placed for surgeon use, scrub noted lose blue fibers on spong approx 1/2 inch in length that could be retained in patient. Sponge removed, additional sponges inspected.======================manufacturer response for sponge - lap, lap sponge (per site reporter).======================awaiting response.